Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.